Event description:
The clinician reports the implant was inserted 2024-06-25 in ada 7. Details of surgery: implant surface not completely covered with bone. On 2026-03-02, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.